Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation a non-manufacturer blade that was stuck in the device came out of the handpiece while it was running. There was no patient involvement at the manufacturer during this event. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a blade that was stuck in the device came out of the handpiece while it was running. Based on the investigation details, the likely cause was from it being a non-manufacturer blade with dimensions that are non-compatible with the blade mount assembly. Service completed maintenance and repairs and then returned the device to the customer.